Event description:
A customer contacted beckman coulter inc. (Bci) regarding 'vacuum under limits' errors and a leak from the unicel dxc 600i synchron access clinical system. There was no exposure to the hazardous fluids.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the vacuum pump to be not performing to specifications. Fse replaced vacuum pump and verified system performance to published specifications. Hardware was determined to be the root cause for this event.